Event description:
It was reported that the device was involved in an incident with patient laceration. No other information was provided. Additional information was requested and on 11/03/2014, the following was provided by the customer: on (B)(6) 2014, a (B)(6) female patient underwent a craniectomy for chiari malformation. Sixty pounds of pressure was applied. After the patient was logged rolled to the prone position, the patient incurred a 5 cm laceration to the left side of the skull. The patient's head was removed from the clamp and the laceration was stapled. CT scan was done. Patient was then awaken from the general anesthesia to make sure the patient was able to move her extremities. The patient was reported to be ok. Surgery was then continued, patient anesthetized again, new skull clamp was used and the surgery was completed without any issues. Skull pins (unsure what kind used) will also be returned to integra with the skull clamp.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.